Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the unit and the device were not sealing properly. There was an end tone and evidence of any energy delivery. Replaced with a competitor's device and it worked fine.